Manufacturer narrative:
There was no pt impact associated with this complaint. The pump was returned to animas. Eval revealed the force sensor resistance reading was out of calibration. During eval, the pump did not recognize the cartridge and the pump dispensed fluid from the cartridge.

Event description:
It was reported that the pump dispensed insulin from the cartridge during the load step.